Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the air bubble detector (abd) system failed. The device was not changed out, as the surgical team turned off the abd and managed the surgery without the abd. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to mdrs#: 1828100-2014-01120. Confirmation that the subsidiary distributor service group originally thought the problem was due to the ultrasonic air sensors (uas). Troubleshooting summary by the subsidiary distributor found the air detector interface board of the safety monitor was defective.